Manufacturer narrative:
(B)(4). Additional information: gave the shot and arriving just before the end of the shot was choking. Does this mean the device partially fired (firing started, but could not be completed?) If no, please explain what this means. Yes, the shot was completed the analysis results found that the ntlc55 device was received in good visual conditions and with a cartridge reload present. The reload was received with the knife not completely within doghouse, fully fired and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: ¿gave the shot and arriving just before the end of the shot was choking.¿ does this mean the device partially fired (firing started, but could not be completed?) If no, please explain what this means.

Event description:
It was reported that before a "cesaria" procedure, the surgeon was using the device correctly, gave the shot and arriving just before the end of the shot was choking. No longer gave more end return normal lever, but to open the stapler was the knife out, no return his place. In fact we could not remove the cartridge the end stapling fabric stay well, no problem, just as it could not be used for another shot stapler. Another like device was used to complete the procedure. There were no adverse consequences for the patient.